Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The vendor's evaluation identified that the attachment's drill head shaft had broken. A piece of the broken shaft was seized inside the gear box and was removable at the time of inspection. Debris was found within the attachment.

Event description:
It was reported that during a shoulder arthroscopic procedure, the ar-600 stopped working and later heated up. The ar-600rzh also would not grip inside the handpiece. The case was completed by using a new ar-600 and a new ar-600rzh.